Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 which identifies information that was inadvertently left off of the previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of phenomenon "power does not turn on" due to a failure of the power cord. Olympus will continue to monitor field performance for this device.

Event description:
The phenomenon was noticed before an unknown procedure.

Manufacturer narrative:
The customer contacted an olympus field service engineer (fse) due to the monitor not working and not powering on. The fse determined that the power cable between the lem and the power connection to the monitor had failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the power cable of the 4k uhd lcd monitor failed. There were no reports of patient or user harm associated with this event.